Manufacturer narrative:
Despite several attempts to collect event details and product information, no product was returned for evaluation. Therefore, service is unable to confirm the customer report of tip damage. According to the thermage cpt system user manual, lesions such as blisters and surface irregularities are known possible side effects of thermage cpt treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the lack of information provided by the user, no causal factors can be determined, and no conclusions can be drawn. At this time, no corrective action is necessary.

Event description:
A user facility reported a small lesion on the patient's face post cpt thermage treatment. It was noted was that there was a break in one corner of the thermage tip of the device which the customer believes to have caused the lesion. Attempts were made for more information but there was no response from the customer.